Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated no action/intervention was performed in regards to the rv lead high impedance and high thresholds. The rv lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited confirmed fracture. Diagnostic testing/troubleshooting was performed. The ra lead was partially explanted, remains in the patient out of service, and a new lead was implanted. It was also reported a right ventricular (rv) lead warning triggered with noted high impedance, and high thresholds. The rv lead was replaced, and remains in the patient out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is a breached depression in the outer insulation at 11centimeters with minimal blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited confirmed fracture. Diagnostic testing/troubleshooting was performed. The ra lead was partially explanted, remains in the patient out of service, and a new lead was implanted. It was also reported a right ventricular (rv) lead warning triggered with noted high impedance, and high thresholds. The rv lead was replaced, and remains in the patient out of service. No patient complications have been reported as a result of this event. Additional information received indicated no action/intervention was performed in regards to the rv lead high impedance and high thresholds. The rv lead remains in use. Correction: the ra lead was partially explanted, and remaining portion of the lead remains in the patient out of service. Subsequently the rv lead was explanted.